Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10-aug-2018 with the following findings: a review of the pump¿s black box showed no evidence of insulin to carb ratio, insulin sensitivity factor or bg target changing. The insulin to carb ratio, insulin sensitivity factor and bg target did not change during testing. The reported issue was not able to be duplicated or verified. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient's pump did not hold any of the settings on the pump. The reporter stated that the patient had to enter all of his settings back into the pump before he used it. The pump was unavailable to troubleshoot at the time of the call. There was no allegation of an adverse event with this complaint. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.